Manufacturer narrative:
(B) (4): device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. A review of device history records is not possible at this time without additional device information.

Event description:
It was reported that the patient underwent a l4-5 tlif mini-invasive spinal procedure to the right side. Four guidewires were used to insert the screws. The first tap/screw step went well. The second level was difficult to tap. When the guidewire was backed out, it was noticed that the wire had broken off in the vertebral body around mid pedicle. The broken wire was unsuccessfully retrieved through a 22mm tube. The decision was made to open the surgical incision for better visualization and the broken piece was retrieved. In addition, it was opted to not instrument that side with screws.